Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the array was damaged. A 3.0/17/15 leveen¿ superslim¿ was selected for use. At an unspecified time, the "needle twisted". No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection found the array to be fully retracted. No visible damages were found on the handle. The cannula is slightly bent. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the array was damaged. A 3.0/17/15 leveen¿ superslim¿ was selected for use. At an unspecified time, the "needle twisted". No patient complications were reported.